Event description:
Treatment of an avm with onyx. It was reported during onyx injection, the physician noticed onyx was not arriving at the site and as the catheter had ruptured. Under x-ray, the physician widened the view and noted onyx had embolized the gastroduodenal artery. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 24.2 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter rupture.